Event description:
It was reported that the device was used during a laparoscopic colon resection procedure. It was reported that although the surgeon felt the "crunch" signifying the complete staple formation, there was not. When the dr went to check the tissue donuts, he noticed an incomplete "proximal" donut. The surgeon then went over the proximal staple line with suture and completed the procedure. It was noted by the rep that the pt had diverticulitis. There was no consequence to the pt.